Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported problems with cautery. The surgeon reported that the site was experiencing a c-34 error. Prior to calling in, the site rebooted the integrated electrosurgical unit (iesu) with no change. Tse recommended hard reboot of iesu with no change. The error immediately returned upon power up. Tse recommended that the site connect a force triad generator, or bring in another da vinci tower. The surgeon then ended the call, and said they would call back if needed. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to investigate the reported event. The fse replaced iesu serial number: (B)(4) with serial number:(B)(4) to correct the c-34 error problem. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted when the analysis has been completed. A log review confirmed the procedure date of (B)(6)2022. On system sk1968. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was abandoned at the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode and the issue of c-34 error was reproduced. The unit will be returned to OEM for repair.

Event description:
Refer to h10/h11 for follow-up information.